Manufacturer narrative:
Concomitant medical product: product ID: 4024-52 lead, implanted: (B)(6) 1995. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pacing lead triggered a low impedance warning and a lead failure due to degradation over time was suspected. The settings on the lead were adjusted. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.